Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer attempted to troubleshoot by using a different wall outlet and charging cable, but the issue persisted. Customer opted to use multiple daily injections as a backup therapy.